Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of evidence suggesting the revision was performed. The pectus bar and stabilizer were returned for investigation. It was reported that 45 days post-operation the pectus bar flipped anteriorly. The distributor is requesting a new bar with a bit more bend in the tails thus resulting in a tighter fit which would better accommodate the patient. No photos, scans, x-rays, or physicians reports were provided. Because a revision surgery occurred, the complaint is confirmed. Functional testing was done by inserting the pectus bar into the stabilizer and applying force to attempt to loosen and flip the bar. The bar could not be forced through the stabilizer groove and flipped. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00269-1.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identified - first initial: unknown; second initial: (B)(6). Concomitant medical product - zimmer biomet titanium pectus stabilizer, catalog #: 01-3802, lot #: ni. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00269.

Event description:
It was reported that a revision is planned due to the lower bar flipping. The bar was noted to be flipped anteriorly 45 days post op due to poor design. The surgeon was afraid to make any changes to the bar during the surgery, based on our instructions to avoid doing anything that may compromise the strength of the bar. The revision is scheduled for (B)(6) 2019. Attempts have been made and no further information has been provided.